Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d was explanted. Additional information received from the field representative indicates that the two non-boston scientific leads remain capped. The explanted products were sent to pathology. No additional adverse patient effects were reported.